Manufacturer narrative:
Event date: the patient experienced the peritonitis on an unreported date in 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not reported. No further information was provided regarding the treatment for the peritonitis, whether the patient was hospitalized for the event, or regarding the outcome of the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.